Event description:
Erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the unicel dxl 800 access intrument. The accu tnl result was 0.8ng/ml. The result was reported out of the lab. On the next day, a fresh sample was collected from the pt and tested for accu tnl. The result was 0.0ng/ml. The customer then repeated the pt original sample for accu tnl; the result was 0.0ng/ml. A corrected report was been issued. The customer did not receive any report of pt injury requiring med intervention or change to pt treatment that can be attributed to or connected with this event.